Event description:
It was reported when an asymptomatic patient presented to clinic for a device check, loss of capture was observed on the ventricular channel. Interrogation revealed an alert for upper out of range ventricular pacing lead impedance. Lack of sensing was observed; however, no noise was noted on the ventricular channel. The lead was capped and replaced for lead fracture. The patient condition is normal.